Event description:
Per clinical review: this complaint that involved a pediatric tubing pack and the cardioplegia line within that pack that was occluded and would not flow fluid through the line. This occurred during cardiopulmonary bypass and right before the aorta was cross clamped. The cardioplegia line was changed out with a new line. There was no harm to the patient and the surgery was successfully completed.

Manufacturer narrative:
Updated blocks: b1, b2, and b5.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the cardioplegia line was fully occluded and there was no flow. This occurred upon start of the case when the user was getting ready to cross clamp. There was approximately a 10-minute delay while the team replaced the line. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During further investigation of the photo provided, the reported complaint was confirmed. There are multiple root causes that could contribute to the issue that could not be determined without the returned sample. Multiple diligence attempts for part return were unsuccessful, therefore further evaluation and root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.